Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The hard drive was replaced. The system software and calibration files were reloaded. The cine drive was reformatted. The system was tested and is operating as intended.

Event description:
The customer reported that the 9900 system would not save images. No pt injury was reported.